Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt has "1d induced against-the-rule astigmatism that cannot be corrected satisfactorily with glasses". The surgeon reported that the surgery was uneventful and the iol is appropriately aligned. In a f/u, the surgeon reported that the event continues. She also indicated that when vision is corrected with glasses, the pt has "distortion of vision at all distances constantly".

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved monarch (d) cartridge and a blue handpiece. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/19/2011 and 01/27/2011 by phone, fax, and mail. A completed questionnaire was received on 01/27/2011. (B)(4).